Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan alleging that a one touch ultra 2 meter would not power on. The pt indicated that the alleged issue started on (B) (6) 2010, at an unk time. As a result of the alleged issue, the pt increased her metformin dosage(s) since (B) (6) 2010. On an unspecified date/time after the alleged issue began, the pt claimed that she developed a symptom of shakiness. The pt denied that she received treatment because of the alleged issue. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with severe hypoglycemia after the alleged issue began.